Event description:
On (B) (6) 2009, the sales representative reported that during a kit inspection, it was identified that the two parts come apart at the stem. This was not used in surgery, so there was no harm to the patient or extended surgery time. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Request has been made to obtain the product. Evaluation is pending.